Event description:
The customer reported obtaining erroneously low modular urea nitrogen (bunm) results involving the synchron lx I 725 system. The customer indicated that patient results of less than 2 mg/dl were obtained and upon repeat the results were within the reference interval of 6-20 mg/dl. The customer did not provide data printouts nor indicate how many patient samples were affected. The customer stated that incorrect results were not reported out of the laboratory there was no change or affect to patient treatment in connection with this event. The customer noted that around the time of the incorrect results, the system had been generating "mc (modular chemistry) reagent level low" errors for bunm and that the bunm module had disabled itself. It is unknown whether these errors occurred before or after the incorrect results were generated. The customer did not report any issues with other module or ion selective electrode (ise) chemistries. The customer indicated that quality control (qc) was within specification but no instrument printouts were supplied. Beckman coulter field service engineer (fse) was dispatched and replaced the bunm module reagent pump. Repair was verified per established procedures and results met published specifications.